Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-31466 for insulin pump.

Event description:
Customer reported via phone call, she was hospitalized four times for high blood glucose levels. On (B)(6) 2013, she was hospitalized due to severe diabetic ketoacidosis and doesn't recall what occurred. She was released after three days and the cause was unknown. In (B)(6) 2013, she was hospitalized twice for diabetic ketoacidosis. She was hospitalized two days after her first occurrence. Blood glucose was over 300 mg/dl and the second time meter read high. On (B)(6) 2014, she experienced high ketones, nausea, and vomiting. Her blood glucose was over 400 mg/dl, treated with manual injection was feeling well. However, her school nurse had called the paramedics and was forced to go to the hospital. Once at the hospital she was treated with an IV drip, cause of the high was a bent cannula. She had current issues calibrating the sensor and assistance was provided. The sensor is not returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.